Manufacturer narrative:
Report confirmed. The device was tested and the maximum temperature was measured to be 258°f. The likely cause of failure could not be determined. It was also noted motor reached maximum temperature of 258f and then stopped showing error code 15 and also there was extreme vibration in rear bearing and motor was blocked. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of device overheating. It was reported that there was no patient involvement. Re pair escalated to a product event based on reason for return.

Event description:
Repair request initiated for device with the report of device overheating. It was reported that there was no patient involvement. Re pair escalated to a product event based on reason for return.

Manufacturer narrative:
Report confirmed. The device was tested and the maximum temperature was measured to be 258°f. The likely cause of failure could not be determined. It was also noted motor reached maximum temperature of 258f and then stopped showing error code 15 and also there was extreme vibration in rear bearing and motor was blocked. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. If information is provided in the future, a supplemental report will be issued.